Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/flush drive support disk. Pump passed the displacement test. Unable to perform the prime/compromised force sensor system test, occlusion test and no delivery test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer reported that the drive support cap was protruded. Customer also reported that he had a high blood glucose of in the 300 mg/dl because he took the insulin pump off and used manual injection for treatment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.